Manufacturer narrative:
No pt injury or medical intervention was reported. We have requested the downloaded machine data files and further investigation of this occurrence is ongoing by the MFR. Co is aware of this machine malfunction and is working on correction.